Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiraton date is not available.

Event description:
During placement the body of the anchor broke during a rotator cuff repair. Additional information received via email from the affiliate on 3-15-16. How was the procedure completed: surgeon used titanium anchors to complete the procedure; was the original bone hole used to complete the procedure, or was an additional bone hole made to complete the procedure: because the surgeon chose to use titanium anchors, he had to choose a different site and original bone hold could not be used; did this failure extend the procedure time greater than 30 minutes: no.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. Anchor breaks are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further information is provided to determine if any of the above cause contributed to the event. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).